Event description:
It was reported by the affiliate that during an unknown procedure, the package was found damaged after sent to the hospital. There was no patient involved.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.